Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported power issue. Physio did observe that the device was unable to deliver defibrillation energy. Physio replaced the therapy pcb assembly and the energy storage capacitor. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that they were defibrillating multiple times into a simulator when they heard a loud ¿bang¿ and their device loss power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the therapy pcb assembly and the energy storage capacitor assembly, and observed damage to the circuit boards and several components on the circuit boards that was consistent with high voltage electrical overstress and high voltage arcing. The energy capacitor assembly was functionally tested and functioned properly. The likely cause of the reported issue was determined to be due to a failure of the therapy pcb assembly. Due to the extent of the electrical overstress damage to several components and the circuit board, the specific component root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that they were defibrillating multiple times into a simulator when they heard a loud ¿bang¿ and their device loss power. There was no patient use associated with the reported event.